Event description:
It was reported that on (B)(6) 2025, a 23mm epic max valve was implanted in the patient during aortic valve replacement (avr) and coronary artery bypass grafting (CABG) with the vmax was 1.2. At the subsequent outpatient visit, the vmax was 1.5. On (B)(6) 2026, the outpatient visit showed vmax had increased to 2.6, and the echocardiographer suggested the possibility of leaflet thickening. The patient was reported stable.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information